Event description:
Philips received a complaint from the customer on the v60 indicating that during set up, the device got an error code 1104 check vent: backup alarm failed message. The customer replaced the cpu pcba board to resolve the issue, and now needs option codes to reprogram the new cpu board to complete repair. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided cpu pcba option codes to the customer. The customer input the option codes successfully, to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.